Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. An error code related to the charging of the internal battery was observed. The device's software was reloaded to address the issue.